Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a non-dependent asymptomatic patient presented with noise on the atrial lead. Noise was reproduced in clinic. No impedance issues were noted. The lead was capped and replaced on (B)(6) 2018. And patient was discharged.

Manufacturer narrative:
Correction: the awareness date should have been (B)(6) 2018 rather than (B)(6) 2018.